Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon experienced difficulties registering the patient. It was reported that the surgeon attempted 3-4 registrations. The medtronic representative then recommended the surgeon trace more on bone heavy areas, as the patient was reported to have very loose skin, which produced a successful registration. The surgeon then reported that all instruments were inaccurate and they proceeded with the procedure compensating for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.